Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was received and reviewed. The video shows the hcp individual pressing the side trigger to fire the maxcore device in order to obtain a sample. Only the stylet was fired. No additional anomalies were observed. Based on the video review, the failure to fire can be confirmed. Therefore, the investigation is confirmed for the identified failure to fire as the device was unable to fire properly in the provided video. The investigation is inconclusive for the reported failure to obtain sample as no objective evidence was provided for review. A definitive root cause for the failure to obtain sample and failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using the maxcore instrument. During the procedure, the device failed to obtain a sample. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injuries.